Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer reported receiving an error 2 message and being unable to obtain readings, resulting in hypoglycemia. Customer was seen at a hospital where he/she was hospitalized for "low readings" but no further treatment was reported. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.